Event description:
New information indicated that an insulation breach was observed on the right ventricular (rv) lead.

Event description:
It was reported that oversensing due to noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was in stable condition with no adverse health consequences.